Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what is meant by ¿unable to take staple out¿? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If the jaws were closed and locked on tissue, did the jaws of the device eventually open? Or, was there difficulty removing the cartridge? Or, was there difficulty removing the device from the packaging? Please provide any details.

Event description:
It was reported that during an unknown procedure, the first firing of the stapler was ok, the second did not fire. They were unable to take the staple out. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 4/26/2018. Batch number (B)(4). Investigation summary: the analysis results found that the ats45 device was received with no apparent damage and with a 6r45b reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. He batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.